Manufacturer narrative:
Device sent out for FDA study.

Manufacturer narrative:
The reason for this revision surgery was the metal spun out of the plastic sandwich after 4 years and 6 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been sent out for an FDA study and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 22 prior complaints against this part number. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness. The

Event description:
Revision surgery - metal on metal implant. The metal spun out of the plastic sandwich.